Manufacturer narrative:
Lot 14895804: (B)(4).

Event description:
On (B)(6) 2016, the patient was being treated with gore excluder aaa endoprosthesis and iliac branch endoprosthesis to treat an abdominal aortic aneurysm and a common iliac artery aneurysm. It was reported the ceb231210a/14895804 device was deployed at the level of the bifurcation in the proximal common iliac artery. The physician reportedly had difficulty accessing the gate to the internal iliac with a flexible sheath. The up-and-over through-wire did not become wrapped around the delivery catheter. It was then noted that the ceb device had migrated distally, so that the distal end of the gate was beyond the internal iliac ostium and crushed against the wall of the distal common iliac artery. The patient reportedly had tortuous anatomy with a reverse taper in the proximal common iliac artery. Reportedly after the ceb device had migrated distally, and the gate was crushed against the distal common iliac wall, the physician made several attempts to access the gate and preserve the internal iliac. The attempts were unsuccessful, so the decision was made to move forward and bridge the components as normal, and then reline the ceb device with an additional component. The physician was able to bridge and reline the system. The physician will take a wait and watch approach to the covered internal iliac artery. Otherwise, there were no other adverse effects to the patient. The procedure went forward without any further reported complications, and the patient tolerated the procedure.